Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg: therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: infinity dbs ipg , model: 6662, UDI: (B)(4), serial: (B)(6), batch: t00004995.

Event description:
It was reported that the patient¿s dbs ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which ipg had caused the issue.

Event description:
Additional information received indicates patient received a low battery warning for their ipg and it was not at end of life as reported earlier. As a result, surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Updated a4 - patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.